Event description:
It was reported that the device battery voltage dropped rapidly and reached recommended replacement time (rrt) early than anticipated. The device was explanted and replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Drop in battery voltage curve; investigation of returned device required to determine root cause. Eri on (B)(6) 2014. (B)(4).

Manufacturer narrative:
Evaluation summary continued: analysis found a low battery voltage at 2.55 v was observed. Since a high current drain condition was not present, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Further analysis of the battery cell found an opening in the top edge of the anode separator enclosure in segment 2 adjacent the exposed cathode material. There was lithium (li) material protruding from the opening which touched the exposed cathode material. Based on this analysis, battery depletion was the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the cathode material and cathode tab adjacent the anode separator opening.